Event description:
It was reported that an alert triggered via merlin.net transmission for out of range hv lead impedances on the svc vectors. The device was reprogrammed to exclude the svc coil. The patient will be monitored closely through merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.